Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) display shut off on its own and that they are unable to power it back up. No harm or injury was reported.

Event description:
The customer reported that the display on the central nurse's station (cns) shut off on its own and would not power back up. No patient harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the display on the central nurse's station (cns) shut off on its own and would not power back up. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Based on the troubleshooting steps reported by the customer, the issue was isolated to the display itself. A possible cause of display not powering on is hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or device placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The system was installed in 10/2013. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt #1 12/15/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.